Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer reported that insulin continued to drip after motor stopped during manual prime process. Customer's blood glucose was 178 mg/dl. After troubleshooting, pump was still in loop. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, minor scratched lcd window and with stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.